Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of merlin.net remote transmissions, the implantable cardiac monitor exhibited a diagnostics issue. No intervention was performed and the patient was asymptomatic throughout. No further information was available.